Event description:
Device 1 of 2. Reference MFR report #1627487-2016-06235. The leads were repositioned on (B)(6) 2017 and the patient reportedly received effective coverage which resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-06235. It was reported the patient was unable to increase the stimulation. The system was reprogrammed but the issue returned. Surgical intervention may be taken to address the issue.